Event description:
It was reported that the pt received a znn cmn nail 11.5mmx42cm 130 r on the right side on (B)(6) 2012, the nail broke under full load and the pt underwent revision surgery on (B)(6 )2012.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the information given so far, no further investigation is possible. The root cause for this even cannot be identified. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).